Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately three years nine months post filter deployment, CT revealed appearing thrombus extending from the bilateral common iliac veins to the common femoral veins and completely occluded thrombus extending into the lower ivc and above the ivc filter. Subsequently one month later, CT revealed, acute distal segmental pulmonary embolism in the right lower lobe. It was reported that, due to extensive venous thrombosis, recurrent pulmonary embolism, and occlusion of ivc filter, it was decided to replace the existing ivc filter with a new one. Tow days later, filter was retrieved successfully and a new bard denali filter was implanted below the lowest renal veins. Therefore, the investigation is confirmed for occlusion of the ivc. However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated. The device was removed percutaneously. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.